Event description:
Customer called stating that when trying to prime his insulin pump, the buttons stopped working. His blood glucose reading was 248 mg/dl. He took the battery out and after placing it back in, the device alarmed. The device experienced an unexpected restart. During trouble shooting, when customer was trying to set the time and date, the insulin pump froze. There was no response from any button. Customer was advised to remove the battery for five minutes, but the device was still frozen and the buttons still unresponsive. Customer was advised to discontinue use of the device and to revert to his back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No frozen display was noted. The time advanced properly. The alarm for an unexpected restart could not be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.